Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a right ventricular (rv) lead warning for high impedance. Follow-up revealed that the physician determined that the high impedance was due to electrocautery during a pocket revision. Subsequent device interrogation found that impedance values returned to normal limits. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.